Manufacturer narrative:
(B)(4).

Event description:
It was reported that "an incident occurred on 31 march 2026 with a horizon device. Horizon applier & clip cut the patient's vessels instead of ligating them". The patient's current condition is reported as unknown. Additional information was requested from the customer; however, further details from the customer has not been provided at this time.